Event description:
It was reported to tyco healthcare/kendall on january 10, 2007 that a customer had a problem with a dialysis catheter. The customer states the catheter developed a hole. The device was removed and replaced.

Manufacturer narrative:
An investigation is currently underway. When the investigation is complete, a follow-up report will be submitted.